Event description:
It was reported that five weeks post implant, the patient experienced pain. The right ventricular lead perforated the right ventricle into the lung field. The external portion of the lead was cut and the perforation and cardiac tamponade were repaired. The lead was replaced several weeks later. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted that there was blood on the proximal and distal end of the electrode.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted: 5076 implantable pacing lead (B)(6) 2012. (B)(4).